Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed the detached yellow sheath at jag end pebax. The evaluator also noted a rip adjacent to the detached sheath, which exposed the core wire. A dimensional analysis of the yellow sheath o.d. Was conducted and found the measurements to fall within the device specifications where no damage to the sheath had occurred. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was to be returned for an unknown issue.